Event description:
It was reported that a divot was noticed in the barrel of the bd luer-lok¿ tip syringe while priming the needle. The following information was provided by the initial reporter: "the complainant reported upon priming of the injection needle it was noted that there appeared to be a defect that was seen on the barrel of the syringe. Per the reporter, "there is like a divot in it and not sure how far it goes through." The reporter stated she is "not really sure if it is a crack." The reporter denied any adverse events and missed doses associated with this report."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-mar-2023. H6: investigation summary: one sample and four photos were provided to our quality team for investigation. Through visual inspection, it was observed that the loose sample has a scuff on the barrel between 0.4 ml and 0.5ml non-scale marking area of the barrel. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review was completed for provided lot number 8340920. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that a divot was noticed in the barrel of the bd luer-lok¿ tip syringe while priming the needle. The following information was provided by the initial reporter: "the complainant reported upon priming of the injection needle it was noted that there appeared to be a defect that was seen on the barrel of the syringe. Per the reporter, "there is like a divot in it and not sure how far it goes through." The reporter stated she is "not really sure if it is a crack." The reporter denied any adverse events and missed doses associated with this report."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.